Manufacturer narrative:
This report is filed june 24, 2016. This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : device not received by manufacturer.

Event description:
Per the clinic, the patient developed a wound infection at the implant site and the device was subsequently explanted on (B)(6) 2016. The patient was administered with IV antibiotics during the surgery. It is unknown whether or not the patient will be re-implanted with another device, as of the date of this report.